Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted (B)(6) 2018; etuf2314c102e stent graft, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient was "jerking" or "twitching" every few minutes at night and wondered if the cardiac resynchronization therapy defibrillator (crt-d) was shocking the patient. The patient was seen by the physician and it was determined that they were experiencing diaphragmatic stimulation. The lv lead vector was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.